Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 500 mg/dl. The customer's father treated the customer's blood glucose with manual injections. The father also stated the customer's battery cap was broken. The father was advised to call back once they have received the battery cap. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.